Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported cleaning tube not connecting to the tank issue could not definitively be determined, however, the issue was likely the result of the connector damage due to hitting something hard or the connector came loose, making it impossible to connect the cleaning tube. The cause of the connector becoming loose may have been due to applied stress in the loosening direction. The event can be detected/prevented by following the instructions for use which states: chapter 3.inspection before use 3.3 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The field service representative verified broken grey connector, replaced it from trunk stock, then tested for proper operation. Equipment repaired and verified according to OEM instructions. Replaced grey connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was a broken spring in gray connector in the basin of the endoscope reprocessor. It was not certain when the spring broke. There were no reports of patient harm.